Manufacturer narrative:
Batch review performed on 17 september 2025. Lot 2341892: (B)(4) items manufactured and released on 16-nov-2023. Expiration date: 31-oct-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient came in reporting instability and the cause is unknown. About 1 year and 5 months after the surgery, the surgeon upsized the liner (from 10 to 17mm) to increase stability. The surgery was successfully completed.